Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had a non-sustained right ventricular oversensing episode due to noise with rapid ventricular rate. The source of the noise was unknown; however, the patient was going through the airport security around the time of the event. The patient would be followed-up.